Event description:
A report was received that the patients ipg heats up when the device turns on. It was also reported that the patient had an allergy to titanium alloy. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure. No further information can be obtained.

Event description:
A report was received that the patients ipg heats up when the device turns on. It was also reported that the patient had an allergy to titanium alloy. The patient will undergo an explant procedure.